Event description:
Post a coronary drug eluting stenting treatment procedure, an in-stent restenosis occurred. The patient had complaints of chest pains and being uncomfortable since two stents were inserted, one a taxus express2 and the other, a liberte' bare metal stent. The patient also indicated that he has four other stents placed in 1999 and 2 in 2003. The patient was hospitalized in 2006 and had angioplasty done but the stent was unable to be opened explaining that bypass surgery was indicated. Follow-up with the facility confirmed the patient's complaint. It was clarified that only the taxus express2 2.5x12mm drug eluting stent was restenosed and that the patient continues to smoke and had stopped taking the prescribed plavix.